Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements of 160 ohms while all other measurements were within normal limits. The shocking coil was thought to be compromised. Due to the patient having no vascular access and the inability to have a device implanted on the right side due to a dialysis catheter, the physician opted to leave the implantable cardioverter defibrillator (ICD) implanted pacing in vvi 30, electrically abandoning the shocking portion of the lead while leaving the pacing portion in-service. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was also implanted in the patient. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to add the initial reporter name (e1) that was left off of the last report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance measurements of 160 ohms while all other measurements were within normal limits. The shocking coil was thought to be compromised. Due to the patient having no vascular access and the inability to have a device implanted on the right side due to a dialysis catheter, the physician opted to leave the implantable cardioverter defibrillator (ICD) implanted pacing in vvi 30, electrically abandoning the shocking portion of the lead while leaving the pacing portion in-service. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was also implanted in the patient. No additional adverse effects were reported.